Event description:
The initial reporter received questionable calcium, creatinine, and other assay results from four patient samples tested on the cobas 8000 c702 module. The following examples of discrepant results were provided: patient sample 1 calcium the initial result was 6.0 mg/dl. The repeat result was 9.3 mg/dl. Patient sample 2 creatinine the initial result was 0.31 mg/dl. The repeat result was 0.93 mg/dl. The initial results were not reported outside of the laboratory, as they were deemed low. The repeat results were deemed correct.

Manufacturer narrative:
The reagent lot numbers and their expiration dates were requested but not provided. The field service engineer (fse) inspected the module and found a split tubing, which caused dripping. He replaced this part and adjusted the levels of the rinse station. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the event was due to the split or punctured tubing at the cuvette washing station. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.